Manufacturer narrative:
Product analysis: product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the device displayed an error code, the main printed circuit board (pcb) was replaced. Analysis also noted that the output connector assembly was broken, the hanger was broken, upper case was broken, keypad was scratched, lock button was flat on the keypad, label was missing, the display was bleeding, and the device required a battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was displayed on the external pulse generator (epg). The product was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.